Manufacturer narrative:
H6 component code g04062 changed to g07003. The investigation for the bent/twist in the device has been completed. The cause of the pd-any device-(twist, bent, kinked) cannot established due no product returned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 54-year-old male was treated for acute myocardial infarction with cardiogenic shock. An impella cp was placed but soon escalated to an impella 5.5. During placement of the impella 5.5, the abiomed 0.018¿ wire kinked, so the pump would not advance into the left ventricle until the wire was replaced, which delayed placement. During and following the pump exchange, the patient developed bleeding and an expanding hematoma at the impella access site, requiring blood products, increasing pressor support and continued efforts until hemostasis was achieved. In an off-label extended duration, patient support is still ongoing at the time of review.

Event description:
Additional information indicates "pressure was held on the hematoma and anticoagulation was stopped for a period of time. Bleeding and hematoma did resolve. The patient survived to explant and discharge and recently visited the unit to thank staff. I do have the device on hand to return and will be sending it soon."

Manufacturer narrative:
Additional information has been provided in b5. Corrected information has been provided in e1(zip code extension). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the pd-any device-(twist, bent, kinked) cannot established due no product returned.